Event description:
Us distributor contacted zoll to report that a patient was treated 1 time by the lifevest. The patient's neurological status at the time of the event is unknown. The response buttons were not pressed during the event. The pre and post shock rhythms are not visible. It is not known whether the rhythm was converted by the lifevest defibrillation. Patient went to the hospital for evaluation. No injury was reported from the treatment. The patient continues to use the lifevest. Holter data is not available for the time of the treatment. The device flag data review shows the patient received one lifevest treatment on (B)(6) 2022 the flag data shows a shock was delivered on (B)(6) 2022 at 04:50:21 am.

Manufacturer narrative:
The monitor and electrode belt have been returned to the distributor. An investigation has not yet been completed on the electrode belt. Device evaluation of monitor has been completed. The reported problem (patient treatment) was confirmed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction causing or contributing to the treatment.